Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suturecut needle driver instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the large suturecut needle driver instrument (part# 471296-07 / lot# n10210125 0148) associated with this event has been performed. Per logs, the large suturecut needle driver instrument was last used on (B)(6) 2022 on system (B)(4)for a pancreatoduodenectomy procedure. There were 5 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This complaint is being reported based on the following conclusion: it was alleged that the large suturecut needle driver instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, the clip on the large suturecut needle driver instrument broke and a fragment fell inside the patient anatomy. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken instrument and fragment fall, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.110" x 0.317" was found to be broken off. The broken piece was returned with the instrument, no pieces were missing. Additionally, the instrument was found to have blade damage during visual inspection. Both blade edges were indented. No cut test was performed due to the broken grip. The complaint regarding broken instrument and fragment fall was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.